Event description:
Patient was scheduled for surgery due to a malfunction of the stimulator/electrodes. During surgery it was identified that the electrode had broken the electrode removed and replaced.